Event description:
Customer reported not being able to to obtain a glucose result on their precision xtra blood glucose meter. As a result, the customer reportedly drove themselves to the hospital, and while driving the customer lost consiousness and was involved in a car accident. Customer was taken to a local hospital where they were diagnosed with hyperglycemia, and was treated intravenously in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up will be filed once investigation results are available.